Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
After the surgery of ascend flex rsa, because the fixed position of the sphere was not good, scapular notching occurred in the affected area. Revision surgery performed on (B)(6) 2019.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.